Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 600 mg/dl at the time of incident. Customer stated the paramedics were able to lower their blood glucose to 300 mg/dl by the time of admission. It was found the customer had diabetic ketoacidosis at the time of hospitalization. Customer also reported having a stomach virus and was using manual injections to control their blood glucose prior to being hospitalized. The customer was treated with an insulin drip for their blood glucose. The customer also reported having a urinary tract infection and leukocytosis sepsis, prompting their hospitalization. Customer was not wearing the insulin pump at the time of hospitalization. Customer reported disconnecting from the insulin pump three months prior. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.